Manufacturer narrative:
The device was returned to steris endoscopy for evaluation and found damage to the drive cable and the catheter. The bending and kinks observed to the drive cable and catheter indicates the device was positioned in extreme angulation during deployment. The device history record was reviewed and confirmed the device was manufactured to specification. The instructions for use include the following statements: "pass the catheter through the endoscope's accessory channel using short strokes (1" -1.5" length is recommended to avoid sheath kinking). Push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." Steris endoscopy offered in-service training on the proper use of the advance capsule delivery device; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a procedure upon withdrawal of their advance capsule delivery device the user noted the device failed to deploy the video capsule and the device deployment cable was observed protruding from a slot in the side of the capsule holder. The patient was reported to have a mild laceration to their esophagus. The procedure continued and was successfully completed with another advance capsule delivery device.